Event description:
A home patient's parent contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/8 of their automated peritoneal dialysis therapy. Per initial report, "the home patient disconnected" patient transfer set from the patient line of the homechoice set during sleep. "When patient woke up patient reconnected" to the setup. Baxter's technical service center assisted the home patient in ending therapt early. No patient injury or medical intervention was associated with this incident, per the home patient's parent.